Manufacturer narrative:
(B)(4). The ac power adapter assembly was received for evaluation. An evaluation of the device duplicated the reported issue and found pin 4 on the adapter is damaged and melted.

Event description:
The customer reported that the unit has a burnt lemo connector on the power adapter. It is unknown if there was patient involvement associated with the reported issue.